Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed critical insulin pump error alarm. Customer's blood glucose was 93 mg/dl. There was a red x on the display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a flashing white lcd due to a cracked lcd controller. Unable to perform the displacement test due to a display anomaly. Unable to verify the critical pump error due to the display anomaly. The pump was received with a scratched casing, minor scratches on the lcd window, a creased display window cover, a pillowing keypad overlay, a cracked select button on the keypad overlay and a peeling end cap address label.